Event description:
It was reported while using bd allergy syringe with permanently attached needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: when I removed the cover from the needle there were 2 or 3 white flakes of something on the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7037942. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using bd allergy syringe with permanently attached needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: when I removed the cover from the needle there were 2 or 3 white flakes of something on the needle.